Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break, material separation, deformation due to compressive stress, and torn material was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that after unpacking of the guide wire, a core break/kink and polymer damage was noted on the distal end. Analysis of the returned wire confirmed the core and polymer was broken and deformed on the distal end. Factors that may contribute to damage prior to use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. In this case, it cannot be determined when the damage was introduced. It is possible that inadvertent mishandling during unpackaging contributed to the reported damage; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when opening the package of the ht command 18 300cm guide wire, the tip was kinked. There was a separation and break in the polymer coating in the distal coil tip area of the guide wire. The polymer break ends were torn; therefore, the guide wire was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.